Event description:
During cardioversion, the patient received 1st degree burn where electrodes were placed. Manufacturer response for defibrillation electrode, multi-function defibrillation electrode (per site reporter): sending label so device can be returned for quality review.

Event description:
During cardioversion, the patient received 1st degree burn where electrodes were placed. Manufacturer response for defibrillation electrode, multi-function defibrillation electrode (per site reporter): sending label so device can be returned for quality review.